Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite identified that the monitor was smoking and had a burnt smell in addition to flashing intermittently. The fse confirmed that the monitor was defective. To resolve this issue fse replaced the monitor. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the 3d workstation monitor was smoking and had a burning smell. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.